Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed skin irritations under the electrodes. Patient described it like a heat rash. There was no alleged device malfunction contributing to the irritation. A physician told the patient to remove the device and prescribed a pill valacyclovir-hcl 500 mg and cream halobetasoltropionat .05%. Follow up indicated that the rash has improved.